Manufacturer narrative:
Currently, t is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer's blood glucose ranged between 374mg/dl-426mg/dl. Based on the troubleshooting we discovered that the customer was never connected to the pump, she still had the guard on the needle. Customer declined further troubleshooting. The customer was advised to monitor blood glucose; she treated with an insulin pen while on the phone.